Event description:
Embolization treatment of an avm with onyx. It was reported that the patient's avm was treated with 3 vials of onyx via two feeder arteries. When the posterior cerebral artery was embolized, the normal artery was also embolized due to onyx reflux. As a result, the patient suffered cerebral infarction at the left occipital lobe. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4).